Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would lock-up on the initial self-test screen upon boot-up. The device would not advance beyond this screen. As a result, defibrillation was not possible. There was no patient use associated with the reported event.

Manufacturer narrative:
After multiple attempts, physio-control has been unable to contact the customer regarding the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.